Event description:
Patient's IV tubing cartridge had cracked and a bottle of medication went to the floor. Since this event, multiple similar events have been reported. Some of the tubings appear to have hairline cracks in the plastic along the side of the cartridge that fits into the pump. Others have no visible cracks, but also leak. Two lot numbers have been identified and the rep evaluated and determined that it was product flaw and not user error. Product to be removed from facility and replacement product to be used.====================== health professional's impression======================through company, facility and rep investigation it was determined that this is a product flaw and not staff user error.